Event description:
Per sales representative, the surgeon reported that he implanted an expired implant into the patient in july. The patient got an infection but it is unclear if the infection was caused by the expired implant. Per system, the expiration date is 31-dec-2023 and was not expired during implantation. ***update (B)(6) 2023 nroe: further information revealed that the part ID was entered incorrectly. The expiration date of the correct part ID is 31-may-2023, so the implant was in fact expired during implantation. The customer was repeatedly informed that the implant had expired. The procedure performed was an ac joint repair surgery. An additional surgery was performed at the end of august due to the infection. ***update (B)(6) 2023 nroe: additional information was provided and revealed that in the additional surgery in august the infection was treated. Also it was reported that three other arthrex implants were implanted in the initial surgery in july. The implants were not removed. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the product ar-7500-1 batch 100042 was not expired at the time of the surgery. The complaint allegation was not confirmed. The customer¿s attached picture displays the label of the product with the expiration date of 2027-05-31. No allegations against the ar-7500-1 batch 10042 were found.